Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and tore during insertion. When the lens was removed, the incision was enlarged and a surture as needed. There were no other patient injuries. It was stated the msi-im injector and 8t-45 cartridge were used during surgery, but the lot numbers were unknown.